Event description:
On 9/24/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a high blood glucose (bg) resulting in hospitalization. The event occurred on (B)(6) 2024. On 9/24/24 a beta bionics customer care agent followed up with the user about the event. The user reported experiencing high blood glucose levels after changing their convatec inset (23", 6mm) teflon infusion set site. Blood glucose continued to rise, reaching over 400 mg/dl, despite not eating. A fingerstick showed a discrepancy of 50 mg/dl compared to the cgm, leading the user to initially disregard the high reading. After administering two 20-unit insulin injections and seeing no improvement, the user went to the hospital, where fluids and insulin were administered. Upon inspecting the infusion site, the user found a bent cannula. After changing the infusion set, the user's blood glucose returned to normal. The agent provided education on identifying bent cannulas to avoid future issues. The user has since recovered and resumed ilet use.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. Evidence of excessive meal announcements found in the logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set.